Manufacturer narrative:
Initial follow up MDR 3005477969-2011-00160 001 contained evaluation (results) and (conclusions), which were entered erroneously.

Event description:
It was reported that revision surgery was performed due to possible metallosis.